Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alerts that occurred during a bolus attempt. The customer¿s blood glucose level was unknown. The customer reported the event was resolved by a reservoir change. The product will not be returned for analysis.